Event description:
It was reported that during an unknown procedure after firing 6 clips the jaws on the device would only close on one side. Another device was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.